Manufacturer narrative:
Case (B)(4) initial report. The reporter stated that the insert was changed for a thinner ps-c insert. Posterior osteophytes were removed. Medial/lateral release was also performed. The device details were provided. The manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. In order to perform the investigation, some additional information was requested, such as xrays, operative notes, patient activity level, medical history and weight, if the patient experienced any trauma, if the patient followed correct post-op protocol and an update on the patient post-revision. If received, this information will be provided in a supplemental report. Note: this report is filed with the FDA due to an adverse event  experienced with a device that is similar to those placed on the  market in the USA, however, this  event occurred outside of the USA. The submission of this report does not constitute an admission that  the device, reporting entity, entity's representative or distributor caused  or contributed to this event.

Event description:
Apex ps-c insert and ps knee tibial locking bolt revision after 6 years and 8 months due to flexion contracture.

Manufacturer narrative:
(B)(4) final report. The reporter stated that the insert was changed for a thinner ps-c insert. The following information was requested: xrays, operative notes, patient activity level, medical history and weight, did the patient experience any trauma, did the patient follow the correct post-op protocol and an update on the patient post-revision. The reporter stated that this information was not available. The appropriate device details were provided. The corresponding manufacturing records were identified and reviewed. Review of these records did not reveal any product non-conformity or deviation from process which would have contributed to this event. Based on this, no further investigation can be performed and the rootcause remains unknown. This case is now considered closed. No corrective/preventive action was identified. If additional information is provided, this case may be reopened. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.